Event description:
It was reported that during a salpingo-oophorectomy procedure the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results found that the device was received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.